Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced high and low blood glucose (bg) levels on (B)(6) 2023 and (B)(6) 2023. The customer's bg values displayed as ¿high¿ and 'low' on the continuous glucose monitor (cgm). The cause of the bg issues was unknown. The customer received third party assistance from their spouse, who aided with the pump and assisted with feeding them carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.